Manufacturer narrative:
Additional patient ID: (B)(4). Date of event is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 239.955, lot# h415454. Manufacturing location: (B)(4), manufacturing date: jul 28, 2017. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm lcp medial proximal tibia 4h/left 93mm plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent initial surgery on (B)(6) 2017. The patient returned to clinic with failure of open reduction of internal fixation(orif) medial proximal tibia, due to infection, inflammation, and nonunion. Patient underwent hardware removal surgery on (B)(6) 2018. The surgeon evacuated joint fluid and removed one (1) 3.5mm lcp medial proximal tibia plate 4h/left 93mm, three (3) 3.5mm cortex screws, and four (4) 3.5mm locking screws. All hardware was intact. Surgeon stated he had done a lateral ligament repair on patient and the wound had dehisced on that side. His repair had fallen apart and the patient started going into varix which most likely caused the orif on the medial side to fail. The procedure was completed successfully and the patient status was reported as ok/complete. This report is for one (1) 3.5mm lcp® medial proximal tibia plate 4h/left 93mm. This is report 1 of 3 for (B)(4).